Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. Pre-dilatation was performed using a non-compliant (nc) balloon. The 2.75x18mm xience v stent delivery system (sds) was implanted at a pressure of 10 atmospheres (atms) and was post dilated with a nc balloon as a standard procedure. However, a distal edge dissection was observed and the 2.75x38mm xience prime sds was attempted to be used but failed to cross due to the anatomy. There were no other issues noted. Another 2.5x38mm xience prime sds was used to treat the dissection. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.